Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that tower door failure. A field service engineer conducted a verification of the station and determined that the customer had successfully resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es drawer door failure. A customer has reported that the issue arose when the user attempted to administer medication to the patient. There were no adverse events or injuries reported based on this event.